Event description:
This pi is for the impending revision after the previous failed surgery. A patient specific implant request was received for the patient's right femur. Noted on the form: "acquired leg length discrepancy. The previous custom taper adaptor has cold welded to his current expanded gmrs distal femoral replacement. He underwent surgery (B)(6) 2022 to swap out his old gmrs to a longer one. However, the surgery had to be aborted and could not be done because the custom taper adaptor could not be separated and no new one was available. His leg length discrepancy is 4cm and he has years of future potential growth that will further increase this."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.